Event description:
Information was received indicating that this smiths medical cadd ms3 pump exhibited "program default error". Reported that the patient claimed to keep the batteries in the pump except during change of the battery. The patient was not connected to device at the time. Subsequently, the patient switched to backup pump. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.